Manufacturer narrative:
Updated fields b4 g3 g6 h2 h11. Corrected field e3 h6 type of investigation, investigation finding.

Event description:
It was reported that during clinical use cs300 intra-aortic balloon pump (iabp) displayed maintenance request code #1. There was no patient harm.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). Event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field e3, h6 medical device problem code field a getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer switched the unit to another and the patient was not impacted. The customer had decided to not repair the unit.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).